Event description:
During a follow up session, it was not possible to perform ventricular threshold test. Each time the ventricular threshold test was attempted, the following behaviors were observed: the corresponding egms were not displayed; the rate displayed by the programmer graphic interface was abnormally high (around 700-900 bpm); the ventricular threshold measurement was finally performed by looking on the surface ECG; a pacing threshold lower than 1 v was obtained. Explanations about the programmer behavior was requested.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.